Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the patient received high blood glucose results of around 15 mmol/l,17 mmol/l and 20mmol/l, based on which the patient injected insulin, suffered from hypoglycemia as a consequence, and was hospitalized for two days. He was transported to the hospital by ambulance. The blood glucose results at the hospital or the treatment received were not provided.